Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy: the journal of arthroscopic and related surgery titled ¿comparable minimum 2-year patient-reported outcome scores between circumferential and segmental labral reconstruction for the management of irreparable labral tear and femoroacetabular impingement syndrome in the primary setting: a propensity-matched study.¿ the study reviewed eighty (80) patients who underwent hip procedures to treat femoroacetabular instability using arthrex pushlock devices. Seven (7) patients were documented to have undergone revisions resulting in additional surgery during the follow-up period. Ref: maldonado, d. R., et al. (2022). "Comparable minimum 2-year patient-reported outcome scores between circumferential and segmental labral reconstruction for the management of irreparable labral tear and femoroacetabular impingement syndrome in the primary setting: a propensity-matched study." Arthroscopy 38(2): 335-348.